Event description:
Six different instances on 5 different patients in (B)(6) 2016. Patient 1 - (2 instances involving two different columns from lot 74a16) - nicu patient on pressure controlled synchronized intermittent mandatory ventilation 29/6 x 28 100% and 20ppm ino. Tidal volumes generally in the 40-45 ml range, noted to increase to 65ml. No change in end-tidal co2 or on arterial blood gas. Top line clamped and immediately returned to baseline. Presented the same in both instances. Email sent to respiratory tech and rn staff alerting them to potential check valve issues with smartcolumns on (B)(6) 2016. Patient 2 - (lot 74a16) - nicu patient in pressure regulated volume control 50ml target tidal volume 6 positive end-expiratory pressure x 24. Peak inspiratory pressure noted to decrease by 5-7 cmh2o with a concomitant rise in end-tidal co2. It appeared 20 ml was lost to column and measured volumes to patient were 30 ml. Top water line clamped with increase in peak inspiratory pressure and reduction in co2. Patient 3 - (lot 74a16) - msicu patient in pressure regulated volume control 140 ml target tidal volume 5 positive end-expiratory pressure x 16. Peak inspiratory pressure noted to decrease 5 cmh2o with a concomitant increase in end-tidal co2. Top water line clamped with return to baseline. Patient 4 - (lot 74b16, note different lot #) - cicu patient in pressure controlled synchronized intermittent mandatory ventilation peak inspiratory pressure 26/5 x 18. Tidal volumes noted to increase approximately 20 ml, no change in gas exchange. Top water line clamped with return to baseline. Patient 5 - (lot 74a16) - nicu patient on pressure regulated volume control 38 ml target tidal volume, 9 positive end-expiratory pressure x 35. Rising end-tidal co2 with a peak inspiratory pressure of 26cmh2o. Top water line clamped with an increase in peak inspiratory pressure by 5cmh2o to 33cmh2o and a decrease in end-tidal co2. Staff were alerted early which led to quick detection of the issue after the first two instances on the same patient. No harm was done to any patient, in any instance, but the risk of hypoventilation when using volume targeted modes such as pressure regulated volume control is very real. This is especially true in the neonatal and infant populations at smaller volumes. It appears that 20 ml of volume is lost to the column in these instances, which can be a significant portion of the targeted tidal volume. In pressure control modes the increase in volume is only the measured volume not the effective tidal volume to the patient. This is secondary to the compressible volume loss to the column. Manufacturer response for ventilator--- column, teleflex low-compliance concha smart column (per site reporter): pending review.